Event description:
The hosp reported that during the coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. The surgeon used a third unit to complete the procedure. No pt complications were reported by the hosp.